Event description:
A surgeon reports a pt that had a +10.0 unexpected post-operative refraction. The surgeon had torn the capsule during the implant surgery and placed the iol in the sulcus. Corneal edema and striae were still present at the one week post-operative exam. Bcva at that time was 20/40 with +10.00 refraction. At the pt's last visit, the surgeon was not able to see the iol in the eye with an indirect ophthalmoscope. The pt is being sent to a retina specialist for a b-scan. The association between this event and the iol is not known. Additional information has been requested. As indicated in the product insert, this iol is intended for placement in the capsular bag.